Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in a.1. A.3 and a.4 should contain no data. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Review of the rbc detector signal showed that platelets did not exit the lrs chamber as expected. Platelets exited the lrs chamber later than expected and were, during the course of the procedure, collected at a lower than expected concentration. During the second half of the collection, the steady state of the lrs chamber was disturbed. Analysis of the run data file did not show a definitive root cause for the disturbance of the steady state of the lrs chamber. It is possible, though not conclusive, that wbcs exited the lrs chamber during the second half of the procedure or this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation : the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Alerts that could contribute to wbc contamination of the platelet product, such as ¿centrifuge pressure high¿ or ¿rbc spillover¿, were not generated in this run data. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector signals must see a significant change in the reflectance values. In this case, rbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Review of the rbc detector signal showed that platelets did not exit the lrs chamber as expected. Platelets exited the lrs chamber later than expected and were, during the course of the procedure, collected at a lower than expected concentration. During the second half of the collection, the steady state of the lrs chamber was disturbed. Analysis of the run data file did not show a definitive root cause for the disturbance of the steady state of the lrs chamber. It is possible, though not conclusive, that wbcs exited the lrs chamber during the second half of the procedure or this leukoreduction failure may be donor related. Investigation is in process, a follow-up report will be reported.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6). The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.